Event description:
It was reported that the customer's screen on the insulin pump turned off the night prior and that the customer was unable to get the insulin pump to work again. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that she had already reverted to manual injections. The customer also stated that there was physical damage at the battery compartment. The customer stated that the insulin pump had fallen six months prior. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.